Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Although requested, no patient information was provided.

Event description:
It was reported there was an air-in-line alarm during a penicillin infusion. The reporter noted that the event caused a 4 hour delay in administering the penicillin infusion to the patient. It was also noted that four different pump modules needed to be changed, before the fifth module worked.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported there was an air-in-line alarm during a penicillin infusion. The reporter noted that the event caused a 4 hour delay in administering the penicillin infusion to the patient. It was also noted that four different pump modules needed to be changed, before the fifth module worked.